Event description:
During the scheduled syringe change for the patient, the epidural infusion, the male end broke off inside the female connecting of the tubing. After the albumin bolus infusion was complete the male end broke off inside the female connection of the tubing. This has occurred several times over the past few months. Supply chain plans to contact vendor.